Manufacturer narrative:
Trackwise ID: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3: other text : device discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) didn't load into deployment device. Device was prepared according to manufacturer's instructions, surgeon went to fire device and heartstring "cone" remained inside plastic housing. No harm was done to the patient.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h6, h10. The lot #3000297180 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.